Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug testing using the returned multifunction cable without duplicating the report. The multifunction cable passed testing for continuity and resistance. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The electrode pads and roc adapter used were not returned for evaluation. No trend is associated with reports of this type.